Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump stopped after 11 days of usage. The pump was replaced, however, during the device swap and peripheral, the patient had blood loss and required blood products. It was reported the patient survived the procedure.

Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The product was returned, and the pump stop was confirmed. Per the results of the investigation, "data logs showed the pump stopped immediately upon the initial occurrence of the "impella stopped - motor current high" alarm. The pump was unable to restart. Visual inspection of the returned pump revealed the impeller purge gap was significantly large. No other damage or abnormalities were found. Therefore, it was determined that the cause of the pump stop was bearing wear after 11.5 days of use, which is beyond indication". Impella cp with smart assist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.